Manufacturer narrative:
Device evaluated by MFR. Device was returned for analysis. A visual examination of the complaint unit was carried out and the device has the distal tip broken by tension overload 329cm from the proximal section. The distal tip was not returned. Overall length: couldn't be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the tip of the rotawire separated. The 95% stenosed target lesion was located at the mildly tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and wireclip torquer and a rotablator rotational atherectomy system were selected for use. During preparation outside the patient, when the physician checked the rotalink system, it was noted that the tip of the rotawire separated from the rotawire body when the rotalink system rotated at proper speed. The burr did not reach the tip of the wire. The procedure was completed with another of the same device. No patient complications were reported and patient condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the rotawire separated. The 95% stenosed target lesion was located at the mildly tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire¿ and wireclip¿ torquer and a rotablator rotational atherectomy system were selected for use. During preparation outside the patient, when the physician checked the rotalink system, it was noted that the tip of the rotawire separated from the rotawire body when the rotalink system rotated at proper speed. The burr did not reach the tip of the wire. The procedure was completed with another of the same device. No patient complications were reported and patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the rotawire separated. The 95% stenosed target lesion was located at the mildly tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and wireclip torquer and a rotablator rotational atherectomy system were selected for use. During preparation outside the patient, when the physician checked the rotalink system, it was noted that the tip of the rotawire separated from the rotawire body when the rotalink system rotated at proper speed. The burr did not reach the tip of the wire. The procedure was completed with another of the same device. No patient complications were reported and patient condition was stable.